Manufacturer narrative:
H6 investigation findings code c19 refers to the product history review: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Product investigation report conclusion - the reported failure modes, related to partial deployment due to the zipper being stuck at the turnaround and device bowstringing, were consistent with the visual analysis findings of the non-clinical video provided from the field. No physical product was returned for evaluation. As reported, the deployment line zipper advanced up to the distal tip of the endoprosthesis but would not turn around back toward the proximal end of the endoprosthesis. This was consistent with the visual analysis findings of the non-clinical video of no expansion of the endoprosthesis during or after the deployment line was pulled, and the deployment line appeared to be stuck at the distal turnaround point of the endoprosthesis. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the reported device failure modes.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the gore internal case number. H3 other: as the device was discarded on site, no further investigation of the device can be conducted. A product history review is being conducted. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a branched endovascular aneurysm repair (bevar) by using a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) as bridging stent for the right renal artery. It was stated that as main body for the evar an artivion endoprosthesis was used. It was tried to advance the vsx device from a femoral access through a 16 fr aptus- and 8 fr cook flexor sheath over a 0.35¿ rosen guidewire to the right renal artery. The 8 fr cook flexor sheath was outside the branch of the endoprosthesis to give support to the vsx device. They started to retrieve from the thread, but the thread advanced up to the distal tip of the vsx device and it was impossible to deliver it towards the proximal part. The vsx-device was removed, and another device was implanted successfully. There was no report of patient harm.